Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and neuromuscular problems. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to mesh cord fibrosis with pain and ongoing mixed incontinence at (B)(6) surgery center.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.